Event description:
Excessive unexplained fatigue that two rheumatologists could not diagnose as any illness; migrating essure device resulting in hysterectomy, polyp removed a few years ago from uterus, excessive bleeding and pain past 6 months prior to removal of both essure devices and hysterectomy on (B)(6) 2016. I had it put in approx 2005.